Event description:
Triathlon tritanium implanted at initial surgery. Instability led to femoral and insert exchange.

Manufacturer narrative:
Reported event an event regarding instability involving a triathlon femoral component was reported. The event was confirmed through clinician review of the provided medical records. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: adverse event identified pain and multiple aspirations after primary uncemented mako tka. Revision tka for instability and swelling. Aspiration and swelling post-operatively after revision tka. Ongoing pain after tka revision. Hazards: the pcl laxity and aspirations were not a hazard relative to the implants. There may have been loosening/failure to in-grow of the uncemented femoral component. Conclusion of assessment: the patient had an uncemented tka cruciate retaining with mako. Multiple swelling episodes and aspirations occurred postoperatively. The knee was felt unstable and underwent revision. The stability of the femoral implant was not described. The revision improved the knee instability. An aspiration was required early in the post-operative period from the revision. The knee stability was improved but the patient continued to have pain and some dissatisfaction with the knee. Other than the potential failure to in-grow on the femur the issues did not appear to be implant related. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review concluded the patient had an uncemented tka cruciate retaining with mako. Multiple swelling episodes and aspirations occurred postoperatively. The knee was felt unstable and underwent revision. The stability of the femoral implant was not described. The revision improved the knee instability. An aspiration was required early in the post-operative period from the revision. The knee stability was improved but the patient continued to have pain and some dissatisfaction with the knee. Other than the potential failure to in-grow on the femur the issues did not appear to be implant related. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Triathlon tritanium implanted at initial surgery. Instability led to femoral and insert exchange.